Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the or staff had not properly tightened the thumb screws to the head section of the table. The 3085 surgical table operator manual states, " healthcare professionals must ensure patients are positioned and monitored to prevent compromising respiration, nerve pathways, or circulation. When installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory. Sec. 4.1 attach headrest and orient patient operating instructions - for maximum patient positioning flexibility, the amsco® 3085 sp¿ surgical table is designed so the headrest can be attached to either end of the table. Important: control must be oriented as to the patient's position on table before any positioning functions are operable. When the table is turned on with the hand control, it will automatically activate in normal patient orientation. The user can then select reverse orientation if desired. Note: thumbscrews located under tabletop frame must be loosened before headrest can be attached or removed. Determine desired patient position and attach headrest to table end to obtain this desired position (see figure 4-1) as follows: note: the headrest (head section) is intended only to support the patient head or feet. Load rating is 77 lb (35 kg). A. Insert rods extending from each side of headrest attachment into bores provided in either end of table frame. B. Reach under tabletop frame and fully tighten both thumbscrews (one on each side of frame) to secure headrest attachment in place." The steris account manager offered in-service training on proper use and operation of the surgical table and headrest specifically, ensuring that the headrest is properly secured to the surgical table prior to use. The user facility has accepted this offer and we are pending a date of the in-service training from facility personnel. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the headboard to their 3085 surgical table fell off. The patient was transferred to the ICU. Following a one hour delay, the procedure was cancelled.

Manufacturer narrative:
On august 8, 2024, the steris account manager provided in-service training on proper use and operation of the surgical table and headrest specifically, ensuring that the headrest is properly secured to the surgical table prior to use. No additional issues have been reported.